Manufacturer narrative:
Complaint no: (B)(4). (B)(6). Manufactured: july 15, 2015- july 16, 2015. A batch review was conducted and reevaluated that a ruptured reservoir was observed during the manufacture of this lot. However, the lot was released after a reinspection. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of large volume infusor ruptured after filling with solution. There was no patient involvement. No additional information is available.